Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned r3 depth gauge has fractured into two pieces. Both pieces were returned. This instrument was manufactured in 2011, and it exhibits signs of significant use and wear. A medical investigation was conducted and this complaint from the united states reports that an r3 depth gauge bent and broke during case while measuring for depth. There was a sn back instrument to complete case. There was no report of harm or impact to the patient and no report of a delay in the procedure. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the instrument bent and broke while measuring for depth inside the patient. No delay reported. No patient injuries reported. An s&n backup was available.